Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. An infusion set change was performed and the occlusions continued. The customer's blood glucose (bg) level was 250mg/dl and a manual injection was administered to address the bg level. Additionally, it was reported that a cartridge alarm (cartridge alarm 1 - no pressure change when expected) occurred around the same time as the occlusion alarm. A new cartridge was loaded to address the cartridge alarm and occlusion alarm.